Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, a stent was found to be protruding. In (B)(6) 2012, the patient presented with a non-q wave myocardial infarction. The 75% stenosed target lesion in the ostial left main coronary artery (lmca) was treated with an ion monorail stent. No issues were noted during the procedure and the patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with abdominal pain, diarrhea, chest pain, non-st elevation mi and hypertensive urgency. The patient was found to have critical aortic stenosis. Aortic valve replacement was indicated. During an aortic valve replacement and redo coronary artery bypass graft to the posterior descending artery, it was noted that the previously placed ion monorail stent in the lmca was protruding approximately 1 mm. The protruding stent was protected during treatment by inserting an angioplasty balloon into the stent. Post treatment, the patient's status was critical but stable.